Event description:
Related manufacturer reference number: (B)(4). It was reported a patient's right ventricular (rv) lead and atrial lead presented with dislodgement. The right ventricular (rv) lead also had intermittent capture. Both leads were explanted in a procedure on (B)(6) 2024. During the procedure it was noted the leads were tightly wrapped around each other due to twiddlers syndrome. Post-procedure the patient status was stable.

Manufacturer narrative:
Correction: d3, g1, g8 report should have been submitted with a 2017865 manufacturer reference number.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead presented with intermittent capture. The lead was explanted and replaced in a procedure on an unknown date. Post-procedure the patient status was unknown.